Event description:
A bone biopsy was the procedure. The physician went to remove the needle and the handle broke off. Leaving the trocar behind in the patient. After a few attempts from the performing physician, a consult was made to neuro surgery. Neuro surgery physician arrived and successfully removed the trocar.